Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported device cause damage could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of three access sites in the right common femoral vein (rcfv) using prostyle devices after an ablation interventional procedure with a 6f, 9f, and 11f sheath. Three prostyle devices were inserted into the rcfv simultaneously. The first prostyle device was deployed successfully and achieved hemostasis at the first access site. Reportedly, the physician noted that the first prostyle device deployment had caught the third prostyle device. Therefore, the physician abandoned use of the second and third prostyle devices. The second prostyle device was removed without an attempt to deploy it. The third prostyle device was also removed with a little bit of force, breaking the suture of the first prostyle device. A figure of eight stitch was used to achieve hemostasis at the second and third access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.